Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). On an unreported date in (B)(6) 2012, the pd catheter was removed, dianeal therapy was discontinued and the patient began treatment with hemodialysis. During a call with baxter customer services, the following information was reported. In (B)(6) 2012, the patient experienced constipation, which resulted in peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered was not reported. At the time of this report, the patient was recovering from the peritonitis. At the time of this report, the patient was recovering from the constipation. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12h18027, h12g30016 and h12e06028 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.